Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device detected high impedance and does not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The main board was repalced and scrapped as a precaution. The device was recertified and returned to the customer. The log errors were cleared and the device ran through functional stress testing without the error reoccuring. Analysis of reports of this type has not identified an increase in trend.